Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported that following a battery replacement due to battery depletion that patient experienced an increase in seizures and was seen with high impedance. The patient had a lead revision surgery and it was noted that deterioration of the electrode occurred in the clavicular region not related to manipulation. The surgeon has responded that high impedance was seen upon changing the battery and breakage of the electrode's protective sheath was seen during the removal of the electrode. The explanted device has not been received to date. No other relevant information has been received to date.

Event description:
Product analysis was completed on the lead. The fracture allegation was confirmed and the device was also found to have fluid leaks and abraded insulation. No other relevant information has been received to date.

Event description:
The lead has been received into product analysis. No other relevant information has been received to date.